Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00-7848-012-00, kinectiv modular neck e, lot: 60892514, part: 00-8018-036-02, femoral head 0x36mm dia, lot: 61036033, part: 00-7713-011-00, mod ml taper fem st 11, lot: 60867879, part: 00-6305-050-36, xlpe poly liner 50/52/54 x 36, lot: 61021894, part: 00-6202-050-22, tm acet shell 50mm cluster, lot: 61032589, part: 00-6250-065-30, trilogy bone scr 6.5x30, lot: 61013593, part: 00-6250-065-20, trilogy bone scr 6.5x20, lot: 60595350. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05387. Upon reassessment of the reported event, it was determined an MDR should not have been filed under MFR number 0001822565-2017-05388. This MDR is being submitted as a correction.

Event description:
It was reported patient was revised approximately nine years post-implantation due to pain, elevated metal ion levels, metallosis, and trunionsis around the neck and head. The patient¿s stem, head, and screws were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of op notes which indicated the patient underwent revision due to pain and elevated metal ions. During the procedure, lot of metallosis was identified in the joint. MRI identified fluid collection and pesudotumor, which was debrided during the procedure. There was a tear of the gluteus tendon and atrophy of muscle tissue. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.